Manufacturer narrative:
Unit passed the active current measurement, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump did not pass the sleep current measurement test due high currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All buttons function properly. No alarms or alerts noted during testing. No unexpected insulin flow blocked alarms, prime/fill anomaly, rewind anomaly or failed battery test noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found moisture damage on the force sensor. No confirmed pump alarmed insulin flow blocked alarm on 16-oct-2024 in pump downloaded history. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Prime/fill anomaly, rewind anomaly and failed battery test were not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump was received with a high sleep current, problem was isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, prime/fill anomaly, keypad/button unresponsive/button error, failed battery test, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-397a. Troubleshooting was not performed. Customer reported pump battery failed, unresponsive button, insulin shoot/squirt out during priming, loud motor during rewind and requesting multiple rewinds and insulin flow block alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-397a.